Event description:
The customer reported that a charger failed error message was displayed on the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cap module, filament driver and the generator driver were replaced. The system was tested and found to be working as intended and put back into service.